Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
There were a total of 4 robot shutdowns ('communication failures'). The first 2 were during registration, and the impact to the surgery was limited by a ~7min delay each time. It was observed that the distance sensor had been taken to near the limit of the robotic arm¿s range of motion both times, thus the length of the telescopic arm was minimized during the 3rd attempt at registration, which was successful. The next 2 shutdowns were caused by the surgeon pushing on the second joint of the robotic arm while driving to trajectories. The arm detected a collision and then shut down. Each of these shutdowns introduced ~3min of delay.

Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. A full analysis of the data logs has been performed. This analysis concluded that the two first communication errors which occurred during the contactless registration, was due to the force applied on the robot arm. In both cases, the robot arm was too extended and more sensitive then, the force applied on it was considered as too excessive by the software. Therefore, the device shutdown is a normal behavior. The third communication error occurred during a clear arm procedure, when the cooperative was activated and its speed was changed, due to a controller error detected as a udp socket timeout. This is a known software anomaly. The communication with the robot arm failed one last time during the accessibility checks of a trajectory, after modifying the final tool orientation. This is a known software anomaly.

Event description:
There were a total of 4 robot shutdowns ('communication failures'). The first 2 were during registration, and the impact to the surgery was limited by a ~7min delay each time. It was observed that the distance sensor had been taken to near the limit of the robotic arm¿s range of motion both times, thus the length of the telescopic arm was minimized during the 3rd attempt at registration, which was successful. The next 2 shutdowns were caused by the surgeon pushing on the second joint of the robotic arm while driving to trajectories. The arm detected a collision and then shut down. Each of these shutdowns introduced ~3min of delay.